Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately march of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 21680423, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 21680423, UDI: (B)(4).

Event description:
It was reported that patient experienced pain and was not able to get enough pain relief. It was noted that patients ipg was at end of life. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.